Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted per tandem's user guide: wait until prompted in tandem mobi mobile app to remove or load a cartridge onto the pump.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer was not following the proper steps during the load process. There was no adverse impact the customer¿s blood glucose. Customer followed the proper steps in the load sequence to resolve the issue.